Event description:
It was reported that balloon rupture occurred. A 12-4/5.8/75 xxl balloon catheter was advanced for dilatation. However, during introduction, the balloon ruptured in stent iliac vein lesion. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1- initial reporter phone: (B)(6).